Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty air in line printed circuit board. The air in line printed circuit board has been replaced. Additional: the user interface module master software version is 6.13.90, categorized as remediated. A service history review has been performed and the device was not previously serviced for the reported condition. A trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred, however, it is known to have occurred in the emergency room. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is currently unknown.